Event description:
It was reported that the sensor deployed on its own. The sensor was inserted into the arm, which is off label usage of the device, on 03-02-2024. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).